Event description:
The customer called and reported the insulin pump went into the ocean. The device had water under the screen and was unresponsive. Customer's blood glucose was not known. The customer returned the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics, motor, vibrator motor, or battery tube assembly. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube and a stained end cap sticker.